Event description:
The patient contacted animas on (B)(6) 2012 reporting a low blood glucose event going as low as 2.9 mmol/l and reported 'feeling out of it' with the low blood glucose. The patient reported that the low blood glucose was self treated with oral carbohydrate. The patient indicated having laser eye surgery, discontinuing a medication related to thyroid issues, and having decreased activity. The patient also indicated noticing a trend of lower blood glucose levels at 11:30 am; the patient reported self adjusting insulin delivery settings related to this issue. This report is made based on the allegation that the patient experienced hypoglycemia of unclear origin while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.